Event description:
A bardport with groshong catheter was implanted to patient's right upper chest. Two weeks later, patient was receiving IV fluids through this port. It was noted that port was not infusing well and surrounding tissues were becoming edematous. A port study was done which found the port to be broken. The groshong catheter portion broke off from the port hub. The broken catheter was successfully retrieved percutaneously from the superior vena cava and right heart. No adverse outcome to the patient.